Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Size 6 right femoral trial was cracked while impacting with the system impactor. Trailing was still able to happen, because was just a hairline crack. After trailing, and when the trial was being removed from the femur is when the trial cracked in half. Was surgery delayed due to the reported event? No, action taken when event occurred? No action was needed. The femur cracked in half as it was being removed. At which point we were opening components anyway. No fragments were generated and no delay., was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, if no, explain: just the two pieces of the femoral trial. No other fragments were generated., patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study no (B)(4) device property of hospital, device in possession of it was discarded by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, size 6 right femoral trial was cracked while impacting with the system impactor. Trialing was still able to happen, because was just a hairline crack. After trialing, and when the trial was being removed from the femur is when the trial cracked in half. No fragments were generated other than the two pieces. There was no delay at all when this happened. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that attune ps fem trial sz 6 rt has broken at the middle. Since the device was not returned, a dimensional inspection cannot be performed. The fracture surface is consistent with overload due to a combination of heavy impaction and the trial fitting too tight over the posterior/anterior aspect of the resected femur bone forcing the curved features of the femoral trial to open. The combination of heavy impaction and possible discrepancies in the resection depth between the femur and the trial suggest unintended user error. Furthermore, per the attune surgical technique (dsus/jrc/0316/1437 rev. K) it is cautioned when extracting the trial, rocking the trial medio-laterally may cause condylar fracture. Such rocking should be avoided. The overall complaint was confirmed as the observed condition of the attune ps fem trial sz 6 rt would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.